Event description:
Patient was receiving chemo (5fu) via infusion pump. IV was noted to be ahead of schedule and rate was slowed to 10 cc's per hour. At that point, aproximately 150 cc's remained in the bag. Approximately 2 1/2 hours later, IV was alarming and chemo bag was empty.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.